Event description:
Home patient (hp) reported pt line of homechoice set became disconnected from transfer set during treatment phase drain 2 of 4. Hp stopped treatment at time of 2240 alarm. There was no pt injury or medical intervention associated with this incident.